Event description:
Clinical adverse event received for feeling of left knee being loose. Device and procedure (relatedness): device related: definitely related. Procedure related: possibly related. Device location: left knee. Treatment/impact: action taken: none: yes.